Manufacturer narrative:
One device was returned for analysis. Visual inspection found a enclosure damaged. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged plunger cable. The clutches, force sensor and plunger case were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a sensor failure. This occurred during set up, and there was no patient involvement.